Event description:
Report from customer on 2 bravo capsule which failed to attach, third capsule was fine and the pt was not harmed.

Manufacturer narrative:
Additional serial number: (B)(4). No pt injury has occurred following this incident. The product already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.